Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Note: this is a split case with zimmer inc. Device (B)(4).

Event description:
It was reported that during the operation, the neck of the stem was not compatible with the head in size. For this reason, the stem and the head were removed from the patient's body. The surgery was delayed for 3 hours.

Manufacturer narrative:
It was reported that during the surgery, the neck of the stem was not compatible with the head in size. It has now been found that the head was removed but the stem was kept inside the patient's body. DHR review results: lot: 2758584 , ref: (B)(4), yield: 25, delivered: 25, scrapped:0, reason for scrapping: n/a, delivery date: (B)(6) 2014. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Review of internal documents: inspection plan - characteristics list: the following characteristics ensure the shape and dimension of the neck: "dimension ( 16 0/-0.5 )": 100% visual and qualitative inspection, "position / 1.6 ]": 100% visual and qualitative inspection. Possible causes for the reported event: damage of the components, due to high load due to excessive impaction force. Damage of bone, due to high load due to insertion or revision / explantation. Comparison to investigation results whether it is possible and justification: possible: as the head if going to be investigated by zimmer inc. ((B)(6)) and the stem was kept inside the patient, this risk could not be excluded. Possible: no x-rays were received, therefore it could not be excluded. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).